Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the insulin pump went into threshold suspend again, when the blood glucose reading was 180 mg/dl. The customer reported that the sensor was from the same lot as the faulty sensors and removed it.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 215 mg/dl, compared with the sensor glucose reading of 75 mg/dl. The customer also reported receiving a cal error alert and a change sensor alert. The customer was advised that the sensors would be replaced, and to return the malfunctioning sensors back for analysis.